Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 417 mg/dl. The patient experienced pain, nausea, hunger, inability to eat, and blurred vision. The patient treated via insulin pump bolus and manual insulin injection. During troubleshooting the customer identified air in the tubing; the tubing appeared funky with spaces in it. There were 18 different spots with discoloration. The insulin pump was not returned for analysis.